Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Primary analysis finding: proximal conductor fracture (overstress) at generator end. Blood was present in proximal conductor (not obstructed) and helix/lobe mechanism (sleeve head). Electrical testing to determine continuity of the conductor(s) failed. Visual analysis revealed distorted proximal conductor, evidence of cut outer insulation, outer insulation cosmetic depression, distorted helix and disengaged helix from helical channel.

Event description:
It was reported, approximately seven years and seven months post implant procedure, atrial lead lost right atrial pacing due to twiddler syndrome. High atrial impedance and high threshold values were reported as well. Consequently, the lead was explanted and replaced. Further information noted replacement lead functioning normal. No patient complications have been reported as a result of this event.